Manufacturer narrative:
Analysis summary: analysis confirmed the customer comment that the analyzer was unable to communicate with the programmer even after reseating was attempted and it was determined that the analyzer was not usable. It was to be scrapped and replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an error generated, "programmer has lost communication with the analyzer". The user removed the analyzer and then reconnected it with the programmer and the error recurred. However when a new analyzer was introduced the issue was resolved. The analyzer was returned for service. No patient complications have been reported as a result of this event.